Event description:
It was reported that prior to therapeutic laparoscopy procedure the subject device had no image. The procedure was completed using the same set of equipment. The customer reported no patient harm.

Manufacturer narrative:
(B)(6) hospital. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: images are not displayed intermittently. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that prior to therapeutic laparoscopy procedure the subject device had no image. The procedure was completed using the same set of equipment. The customer reported no patient harm.

Manufacturer narrative:
The investigation was re-opened and updated. This supplemental report is being submitted to provide additional reportable results of the legal manufacturer's final investigation. The following reportable malfunctions were identified during the device evaluation: watertight defect and visual defect. The cause of the occurrence could not be identified based on the information obtained from this complaint and the investigation results. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that prior to therapeutic laparoscopy procedure the subject device had no image. The procedure was completed using the same set of equipment. The customer reported no patient harm.